Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinic manager reported that the transducer is too small and became flooded during priming and set up. Upon follow up, the clinic manager reported that the combiset transducer is too small and resulted in the lines becoming flooded during priming and setup. The 2008t machine alarmed but was unsure which alarm occurred. The user facility uses various sizes of the fresenius dialyzer as well. The clinic manager confirmed the combiset did not have any damage or defects noted on the device during set up other than small transducer. There was no loose connection with the combiset. The patient did not experience blood loss. The clinic manager confirmed there was no patient injuries and no medical interventions were required as a result of the reported event. The patient completed treatment after being re-setup with new supplies on the same machine due to having large transducers on hand to replace the small transducers. Upon further follow up, the clinic manager confirmed a sample was available to be returned for physical analysis.